Event description:
Procedure: hernia. According to the rptr, the clips could not be applied and the instrument could not be removed from the trocar resulting in longer operating time. Longer operating time indicated as less than 30 mins.